Event description:
It was reported that the lesion was in the ostial of the right renal artery. Pre-dilatation was performed prior to stenting with a 5 x 15 x 80 mm herculink elite stent. The renal guiding catheter was pulled back to post-dilate the proximal end of the deployed stent, when the stent implant jumped back into the aorta. The stent implant was pulled back into the common iliac which was large, and was post-dilated with two different dilatation balloons; however, the stent implant remained floating in the iliac vessels. The stent implant was then post-dilated with another dilatation balloon and a non-abbott stent was used to crush the herculink elite stent up against wall of the artery. The renal artery was left unstented, with only balloon dilatation performed. The procedure was extended by 90 mins as a result of this incident. Surgery was being considered for this patient; however, the patient so far has avoided the need to go to surgery and current health status is good. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.